Event description:
Philips received a complaint by the customer on the v60 indicating that tidal volume was high. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending.

Manufacturer narrative:
It was reported that tidal volume was high. Per good faith effort (gfe) response, the customer had the unit repaired by a third party company. No further details provided. The customer had the unit repaired by a third party company. No further details provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.